Event description:
It was reported that the patient presented for a dual chamber leadless pacemaker (lp) implant procedure. One day post procedure, the lps exhibited a reset after experiencing electromagnetic interference (emi) from a nearby monitor. It was noted that av synchrony was lost. The system was restored successfully. The patient was stable.

Manufacturer narrative:
The reported complaint of vr lp in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.